Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at higher rate volume during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of "higher rate volume" was not reproduced. The device was tested for flow rate accuracy and found to under deliver with a 5.375% error. However an under infusion less than or equal to 10% is unlikely to cause or contribute to a death or serious injury. A review of the event history log (ehl) revealed no abnormalities. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.